Event description:
The customer reported a non-critical failure of the device to physio-control. Physio evaluated the device and observed a lock up malfunction. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control was unable to determine the cause for the observed lock up failure. Physio completed other unrelated repairs and observed proper device operation through functional and performance testing. The device was returned to the customer for use.